Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a blood glucose nadir of 42 mg/dl and preceding hyperglycemia that prompted algorithmic correction dosing; the user had been entering smaller-than-usual meal announcements or none, which contributed to more aggressive correction and subsequent low glucose. Symptoms included hypoglycemia without loss of consciousness or other acute neurological signs. Outcomes included self-treatment with orange juice and cookies, device low alerts received, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device data and user-report assessment, along with troubleshooting and education on appropriate meal announcements and dosing behavior. Investigation of this case revealed that insulin dosing was consistent with algorithm function and that user input patterns regarding meal size and omission influenced dosing decisions and the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with therapy settings and meal announcement behavior leading to excessive insulin relative to intake.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.